Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent revision on (B)(6) 2011, due to bladder outlet obstruction and thigh granuloma. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder outlet obstruction, urgency, dribbling, overflow incontinence, pinkish tinged urine, frequency, urge incontinence, nocturia, and pelvic pain. It was reported that the patient concurrently underwent transvaginal cystocele repair and sacrospinous ligament fixation with mesh, rectocele repair, synthetic midurethral sling, and cystoscopy.